Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer indicated no further assistance was needed and agreed to continue using the pump, with the understanding that they should call back if the malfunction recurs.